Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One do not use- osseotite xp® implant (os4511) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads right below the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. Pre-existing condition noted on the per was 'low bone density¿ type iii'. The reported device had been placed on tooth #16 (universal) for approximately 11 years. X-ray image was provided. Document reviewed: biomet 3i dental implant IFU (B)(4)- (B)(4) 2019. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. The DHR was not available electronically for the subject lot number (717979). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot (717979) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI not available.

Event description:
It was reported that the implant at tooth site was removed because it fracture at the neck portion. Additional appointment required: yes, to place a new implant. Symptoms as a result of the event: pain and inflammation.